Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported there was a skin tear at the pocket site around (B)(6) 2016 and implantable neurostimulator (ins) was exposed. There were signs of infection around the pocket site. It was noted that the patient was morbidly obese and this may have led or contributed to the issue. The hcp cut the lead at the exit point of the pocket site and the ins and a portion of the lead were removed. The system was to be replaced in the future.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0208198718, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the tined lead had been explanted as further intervention to resolve the issue. It is unclear if this is in reference to only a portion of the lead being explanted as previously reported, or if the lead had now been completely removed.

Manufacturer narrative:
Patient codes updated.

Event description:
Additional information received from the healthcare professional, via the manufacturer representative, reported that both the implantable neurostimulator (ins) and lead were exposed through the skin of the patient, however there was no infection. Erosion at the pocket site was noted. Both the ins and lead had been explanted. The patient had a very high body mass index and had a history of dermatological issues. The hcp suggested the link between the patient's obesity and the weakening of their skin around the ins site causing it to perforate, especially during sudden movements, such as a fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.